Event description:
The customer reported an intermittent red x on the device and a therapy knob failure message.

Manufacturer narrative:
(B)(4). The customer reported an intermittent red x on the device and a therapy knob failure message. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.